Manufacturer narrative:
Investigation completed (B)(6) 2017. The licox probe sn (B)(4) featuring many reddish residues (blood residues) was received without its protective sheath but with its smart card. Inspection under magnification showed slits at the level of the sensitive area (see photos). Bubbles were present in the electrolyte solution at the sensitive area. Cathode/anode/wires were correctly positioned. The licox probe was tested and found out of specifications, providing lower oxygen values than expected, without stabilization . Lot 0199056 corresponds to an it2eu kit, containing the cc1p1 licox probe and the vk52 introducer. The review of the device history records for it2eu, lot 0199056, s/n 499, did not reveal any anomaly. The batch was manufactured in december 2016 and included 12 products. No similar complaint was received for a product from this batch. A review of integra complaint tracking database since 2014 for cc1p1 and related kits (ti2, it2eu, ip1p, ip2p) reveal no similar complaint relevant to bedside monitor/licox monitors discrepancy, except 2 other cases reported at the same time by the same hospital. The complaint was confirmed. The slits may be linked to the probe manipulation, possibly also during explantation. The exact root cause of the reported event could not be determined by the device investigation.

Event description:
The patient had tunneled catheter with combined probe. This happened during treatment. : wavy / flowing/scrolling curve was displayed on the patient's bedside monitor. On the licox monitor rolled the value between 27-31 and gave stable average on the bedside monitor. If the patient's oxygen treatment was adjusted, the value on the bed monitor will also change but there was still wavy/flowing/scrolling curve on the licox monitor. When the licox is used with bolt and single probe, the problem did not occur. The device was in contact with patient. There was no patient injury. It was unknown if the event led to an increase in surgery time. Additional information was requested and on 13sep2017, the following was provided: the event did not lead to late monitoring of the patient. The medical staff trusted the measurement, because they could see that they had a response on the value when they changed the oxygen. But they also discussed how they could trust it and what could have caused it. The date of event was on (B)(6) 2017. The monitor used was a licox (lcx02) with serial number (B)(4) . The licox monitor showed values that rolled between 26-32 and the bedside (ge datex ) showed a middle value of 29. The bedside monitor provided the "wavy curves". The bedside and licox monitor did not display the same curves. The licox did not have a curve. Linked to mfg. Report number: 9612007-2017-00025.